Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08245. It was reported the patient (B)(6) has an infected wound on his head near the lead incision site. Reportedly, the physician's treating the infection with oral antibiotics. Cultures were not taken.

Event description:
Device 1 of 2 reference MFR report #1627487-2015-08245. Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.